Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the seal from the port fell into patient after inserting the trocar. The seal was removed from patient.